Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The left half of the staple cartridge had staples that did not deploy and were protruding from the cartridge. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Replication of the reported condition may occur due to an improperly assembled sled. The product analysis established a relationship between a device failure and the reported incident of partial firing. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during the lobectomy procedure, the staples did not deploy completely, some of the staples stuck in the cartridge.